Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified right iliac artery. An unspecified .035 guide wire was placed in the lesion and a 7 x 29 mm omnilink elite stent delivery system was being advanced it could not cross the lesion and during removal the stent implant dislodged. The stent was removed with a snare device. Another 7 x 29 mm omnilink elite stent was deployed to successfully complete the procedure. The patient is doing fine. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.